Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies, but occlusion alarms reoccurred. Multiple attempts were made by tandem technical support to complete a system check, however, no additional information was received. There was no reported adverse impact.